Manufacturer narrative:
Other applicable components are: product ID 74001, lot# n218378, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: adapter; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension.

Event description:
A healthcare provider (hcp) reported that the patient's whole cervical system components were explanted on (B)(6) 2016 due to infection and the patient would be re-implanted. It is unknown if the issues were resolved at the time of the report. A manufacturer representative later reported on (B)(6) 2016 that the patient's other system (37713) was still intact and functioning. There were no reports of device issues and follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had their cervical system re-implanted on (B)(6) 2016. Device serial numbers are attached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.